Event description:
It was reported the patient presented with a coiled driveline, which had multiple areas of exposed wire. There were no abnormalities upon interrogation. Following review of the submitted log files, it appeared there were clusters of pulsatility index (pi) events all throughout the log. There appeared to be no evidence of any type of driveline electrical conductor issue in the log file. The damage to the percutaneous lead outer jacket appeared to be cosmetic only. The driveline was then repaired with rescue tape. No further troubleshooting was done to repair the driveline damage. There were no notable alarm conditions otherwise.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as no photos were submitted for review and the device remains in use. Although a specific cause for the reported damage could not be conclusively determined, it did not appear to have contributed to an electrical issue. Further information regarding the patient could not be provided due to hospital policy. The submitted log file captured the pump operating as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.